Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents have been reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the psi, the patient specific implant that was intended for use for this patient, case number (B)(4), does not fit at all and there are no bony landmarks that match with the patient's anatomy. The surgeon had previously put a titanium fan plate in for the original trauma and we wanted to check to see if he needed to remove the plate for planning purposes before the surgery. It was assured that the planning could be done by virtually removing the plate from the scan, and hence, reduce the amount of times the patient needed to come to the theatre. We also organized a bone model for the case so the surgeon could see how and where the implant would fit. However, the implant shows no similarity to the patients anatomy in the orbit. The patient had to be sewn up in the theatre without an implant in the orbit to correct the defect. Product was received and sent for investigation. No further information was provided and no additional information about the event is available at this time. This is report 1 of 1 for complaint (B)(4).